Event description:
Pt's meter would only prompt an apply sample message while attempting to test. The patient reported high blood glucose symtpoms while attempting to test. The patient had symptoms at the time of the call, however did not go to the hospital. Pt stated that instead of going to the hospital, took oral medication and took a nap. Pt stated that they felt fine when pt woke up. The issue was not resolved with troubleshooting. No further information has been reported.